Manufacturer narrative:
(B)(4). The device was discarded.

Event description:
The home patient (hp) reported to baxter corporate product surveillance that she received a system error (se) 2240 alarm (indicating air in the set). The hp restarted therapy with new supplies and resumed therapy successfully. The device was discarded and the lot number unknown. There was no patient injury or medical intervention associated with this event. The cause of the alarm was undetermined. During follow-up, it was found the patient has spoken with the peritoneal dialysis registered nurse and proper procedures have been re-explained. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).